Event description:
It was reported that the patient was experiencing excruciating neck and head pain following a trial procedure. It was noted that the symptoms were possible signs of cerebrospinal fluid leakage (csf). A computerized tomography (CT) scan was taken, and the result showed that there was an excess air in the epidural space. The patient was admitted to the hospital and also underwent a lead pull procedure. The patients neck and head pain subsided and was doing better. The explanted leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7180756.